Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A doctor reported to baxter a connection issue with the uv flash transfer set during use. The doctor stated that the patient found the disconnect kit separated from the spike of the transfer set when the patient woke up. There was no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a connection issue with a transfer set was not confirmed and the root cause could not be determined due to the sample not being returned.